Manufacturer narrative:
Product event summary: the controller was returned for evaluation. Two batteries with unknown serial numbers were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. A review of the controller's manufacturing documentation confirmed that the unit met all requirements for release. Failure analysis of the returned device revealed that the serial port data cap was missing, and the serial port of the controller was contaminated. This observation is not related to the reported event and is likely due to the handling of the unit. In addition, visual inspection revealed a loose power port two connector. An internal visual inspection revealed that the power port two locknut was not engaged; the locknut inside the housing was unattached from the port connector, allowing the locknut to migrate freely between the power board and main board consequently damaging the internal components. Functional testing revealed that the controller was able to start but was unable to run a motor fixture. Supplemental testing revealed that a metal¿oxide¿semiconductor field-effect (mosfet) driver in the circuit that powers the pump was damaged. Further testing revealed a damaged transient voltage suppressor (tvs) diode in the communication line between the controller and battery. The most likely root cause of the damaged internal components can be attributed to a loose locknut. Based on an internal investigation, loose connector can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. Functional testing also revealed that the "no power" alarm did not sound when both power sources were disconnected. Evaluation of the internal nickel-metal hydride (nimh) battery revealed signs of leakage. Analysis of the event log file revealed a controller power up event on 7-jan-2019 at 12:08:14.the controller power up event logged on 7-jan-2019 was likely after the controller exchange because no data was logged in the data log containing the date of 7-jan-2019. Based on the available information, the reported event was confirmed. A possible root cause of the reported loss of power can be attributed but not limited to a disconnection of both power sources and/or due to the loose locknut that shorted several components. An internal investigation was initiated to capture events involving the controller losing power. The most likely root cause of the inability to provide power to pump can be attributed to a damaged mosfet driver in the pump circuit. The most likely root cause of the failure of the ¿no power¿ alarm to sound can be attributed to a faulty internal nimh battery. An internal investigation examined "no power" audible alarm failures. Additional products: d4: battery serial #: unk h6: FDA method code(s):4114 h6: FDA results code(s): 3221 h6: FDA conclusion code(s): 67 d4: battery serial #: unk h6: FDA method code(s):4114 h6: FDA results code(s): 3221 h6: FDA conclusion code(s): 67 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: brand name: heartware ventricular assist system ¿ battery. Unknown battery / model#: unk-battery / expiration date: unknown, UDI #: asku, device available for evaluation: no, device mfg date: unknown, labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery. Unknown battery / model#: unk-battery / expiration date: unknown, UDI #: asku, device available for evaluation: no, device mfg date: unknown, labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's controller was not providing power despite being connected to two charged batteries. The controller did not alarm to notify the patient of a loss of power. The controller was exchanged and the batteries remain in use. No patient complications have been reported as a result of this event.